Event description:
A peritoneal dialysis patient's daughter called in stating that fluid was leaking from the cassette tubing. There is no report of pt ill effect. No sample is available for evaluation.